Event description:
It was reported that the pump system was explanted due to infection. No other information was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709 serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Final analysis of the pump found no pump anomaly. Final analysis of the catheter found acceptable testing. The catheter was returned incomplete, in segments.